Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that before the atrial fibrillation ablation procedure, noise oversensing was observed on the atrial lead upon interrogation. The patient is not dependent and did not experience any adverse effects. Programming change was made. The patient was stable and being monitored.